Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and error test. The insulin pump alarmed prime during basic occlusion test due to cracked end cap. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 65 mg/dl. Insulin was shooting out. The insulin pump was dropped on the wooden floor. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.